Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator and handpiece. It was reported that the system was involved with a handpiece burn to the pa assistant during a case. The biomed stated that the site no longer had the actual handpiece. The site was recommended to exchange the generator as a precaution. It was believed that it was user error, but since the handpiece was no longer available that was unable to be determined.